Manufacturer narrative:
Date rec¿d by MFR : 25mar2019. The manufacturer¿s international service technician could not duplicate the reported issue. The manufacturer¿s international service technician checked the unit overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08march2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the mode occasionally fails to shift to a standby mode. There was no patient involvement. Event date not specified; estimate used.